Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157850, cup, lot # 801060, item# 139252, taper insert, lot # 705460, item# 11-103201, femoral stem, lot # 441250. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02446, 0001825034-2018-02300.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to metallosis and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report corrected and additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to metallosis and pain. During the surgery, it was found that the patient has a loose acetabular component that is spun into 90 degrees of vertical alignment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Revision op notes was reviewed and identified patient has a loose acetabular component that is spun into 90 degrees of vertical alignment. Minor evidence of metallosis was noted. Acetabular cup was grossly loose with no evidence of any in-growth. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.